Event description:
The patient was admitted to the hospital on 5/16/92 with a myocardial infarction (mi). Patient also had a history of being a very bad diabetic requiring insulin each morning and afternoon. An insulin drip was started using a gemini pump at approximately 2:00 p.m. On 5/18/92 to decrease insulin level to 137. At approximately 3:00 p.m. The insulin drip was stopped and the gemini pump turned off. Glucose level was 61. The pump was left attached to the IV and the nurse noted that the insulin bag was full. At 3:30 p.m. On 5/18/92, the patient was found to be unresponsive with a glucose level of 34. The insulin bag was empty. Approximately 250 units of insulin infused into the patient in 30 minutes between 3:00 and 3:30 p.m. On 5/18/92 when the problem was discovered. As of the morning of 5/19/92 at 7:10 p.m., the patient is responsive and back to her pre-incident status condition and on insulin drip. There appear to be no residual effects to the patient as a result of this incident. The other devices attached to the patient were a mennen beside physiological moniitor and a nellcor pulse oximeterdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.